Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "while transporting a patient, alaris medley pump channels (2) stopped working and powered off, causing the non-delivery of anesthetic drug to be delivered. Discovered small crack in connector which connects channels to pcu which results in connector contacts not mating if there is any force of any kind and the top of the channel(s). In our investigation, we have discovered several more pcu modules with the same issue. I have the connector available for review." No further event information, report type is listed as serious injury, and event outcome is listed as life threatening, required intervention.